Manufacturer narrative:
The reported condition was attributed to interference between the pusher bar and the pusher bar track.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.